Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified a mid-shaft break at approximately 20mm distal of the mid-shaft/hypotube bond. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22oct2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 98% stenosed, 28mm in length, eccentric target lesion was located in the moderately tortuous and mildly calcified right coronary artery and left anterior descending artery. A 32x3.50mm promus premier drug-eluting stent was advanced but could not track down the lesion. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a mid shaft break.